Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead and right ventricular (rv) lead were explanted due to system upgrade. The ra lead and rv lead were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.